Event description:
Boston scientific received information that during the replacement of this cardiac resynchronization therapy defibrillator (crt-d) for elective replacement indicator (eri), the physician was not able to find all the setscrews to loosen them. Technical services (ts) was called and the physician was able to find all setscrews and the procedure continued as planned without further noted issue. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection noted tool marks on the device casing. The df- retainer ring was bent upward; indicating that excessive force was used to retract the setscrew, or the setscrew may have been temporally stuck in the up position. All seal plugs were intact and all setscrews moved freely and operated normally. The device was then put through and passed a series of automated diagnostic testing. Laboratory testing was unable to reproduce the reported clinical observations; however, the bent df- retainer ring may be indicative of a setscrew issue.